Event description:
Heartmate 3 left ventricular assist device (lvad) presents with worsening (B)(6) driveline infection requiring surgical incision and drainage of the area, vacuum dressing, and a 6-week course of IV antibiotics.